Event description:
A laminectomy was being performed with the use of a mayfield modified skull clamp. The mayfield lost stability during the procedure. The patient did not incur an injury as a result of this issue. The skull pins used were adult, disposable skull pins. The manufactured and lot number were not provided.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.